Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting post paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
The reported field event of oversensing could not be reproduced in the lab. The implantable cardioverter defibrillator (ICD) was returned for analysis. Visual inspection of the septum and setscrew did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information noted that the implantable cardioverter defibrillator (ICD) was explanted and replaced.